Event description:
Autopulse was put in place for cardiac compression during resuscitative efforts. The system shut off when the keypad was touched to change to a continuous mode. Our clinical engineering department was unable to reproduce the occurrence. Clinical engineering noted the system turned itself on when the battery was installed which seemed unusual.======================manufacturer response for autopulse non-invasive cardiac support pump, auto pulse (per site reporter).======================item shipped back so they can evaluate it.